Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the full lead was returned and analyzed. No anomalies were found. It was also noted there was inner tubing kinked/buckled and damage at implant.

Event description:
It was reported that ventricular fibrillation was induced while physician was cauterizing near the device and that the right ventricular lead, upon removal of the suture sleeve, was visibly "dented" near the tie-down suture. The longevity of the device was questioned. The lead and device were explanted and replaced. It was also reported that during the high voltage lead replacement, the helix would not extend after twenty-five rotations. A different lead was implanted in the right ventricle. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) analysis of the lead is in process; the results will be forwarded when available.